Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test. Insulin pump failed seating test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error . Customer's blood glucose level was 186 mg/dl. The customer was able to rewind the insulin pump but the motor error recurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.